Event description:
It was reported that the power cord needed to be replaced. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Unit has not yet been returned to manufacturer for evaluation. Follow-up report will be issued as necessary based upon investigation results.